Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement mvs interface shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis. Return requested. Replacement mvs ethernet shipped to site (B)(4) 2016 this part was discarded at the site and will not be returned to manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Medtronic representative replaced the umbilical and re-installed software. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported their was no communication between the mobile view station (mvs) and the imaging system. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect interface (umbilical) cable was received by the manufacturer for evaluation. Bench testing failed, discovering opens between lines in two places. This confirmed an electrical failure due to an open.